Event description:
It was reported that the patient came into the emergency room with a sore leg and their device as interrogated at the time. The ipg was unable to fully interrogate and shown it had reached elective replacement indicator (eri) in (B)(6) 2014. The ipg had low pacing and during interrogation it had stopped pacing. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).